Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when injecting contraceptive medication, the medication was leaked through the stopper of an unspecified bd¿ syringe.

Event description:
It was reported that when injecting contraceptive medication, the medication was leaked through the stopper of an unspecified bd¿ syringe.

Manufacturer narrative:
Investigation summary: it was not performed the DHR, maintenance record analysis and quality notification analysis, because the batch number was not informed. Photos were sent by the customer to analysis, but without batch number information it was not possible to perform an investigation and determine the root cause. Based on the photo analysis it was not possible reproduce and identify the root cause for the incident informed. The manufacturing process are validated with defined acceptance criteria. From these information it¿s not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see section h.10